Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator provided inappropriate high voltage therapy for supraventricular tachycardia. The device was reprogrammed. The patient was stable.